Manufacturer narrative:
Used bsc aware date as event date is unknown.

Event description:
It was reported that stroke and death occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. A few hours post-procedure, the patient experienced a stroke and the patient stayed in the intensive care unit (ICU). The patient was later reported to have died a few weeks after the watchman implant procedure. The patient remained in the ICU from time of stroke until time of death. No additional information is known.

Event description:
It was reported that stroke and death occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. A few hours post-procedure, the patient experienced a stroke and the patient stayed in the intensive care unit (ICU). The patient was later reported to have died a few weeks after the watchman implant procedure. The patient remained in the ICU from time of stroke until time of death. No additional information is known.

Manufacturer narrative:
Used bsc aware date as event date is unknown.